Manufacturer narrative:
Device used for treatment, not diagnosis. Krimmer, h., meier, m., moser, v. L., pessenlehner, c., and pommersberger, d. J. (2004). ¿anterior fixed angle plate fixation of unstable distal radius fractures¿. Operative orthopedic traumatology, (16; 4: 380-396). This report is for an unknown 3.5-mm locking compression plate (lcp), 3.5-mm lcp system, 2.4/2.7-mm system (t-plate with fixed angle pegs), t-plate, or fixed angle distal radius system 2.4mm. /unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, krimmer, h., meier, m., moser, v. L., pessenlehner, c., and pommersberger, d. J. (2004). "Anterior fixed angle plate fixation of unstable distal radius fractures". Operative orthopedic traumatology, (16; 4: 380-396). This is a retrospective evaluation of sixty - two patients treated for displaced unstable distal radius fractures with anterior fixed angle plate osteosynthesis between january 2002 and july 2003. There were thirty-eight women and twenty-four men with an average age of fifty-five years (range 21-83 years). Preoperatively radiographs were performed and computed tomography (CT) was performed if indicated. If central compression of the radial articular surface was suspected, arthroscopy of the wrist may be required. Patients were fixed with either a 3.5-mm locking compression plate (lcp) (synthes), 3.5-mm lcp system (synthes), a 2.4/2.7-mm system (t-plate with fixed angle pegs) (synthes), t-plate, fixed angle distal radius system 2.4mm (synthes) or a 2.5-mm multidirectional system (competitors). Patients were followed up for an average of eleven months (range 6-23 months). Three patients required a refixation by a tension band osteosynthesis of the fractured styloid process due to instability of the distal radioulnar joint. Twenty-two patients had pseudarthrosis of the styloid process. Two patients had a loss of reduction which led to a shortening of the radius by 2mm without affecting the position of the articular surface (one a3 fracture treated 17 days after trauma with a 3.5-mm lcp plate; one c1 fracture treated with a 2.4/2.7-mm t-plate). In the a3 fracture the fixed angle screws were placed in the fracture gap; in the c1 fracture which showed an extended posterior zone of comminution two fixed angle pegs had not been sufficient. Compared to the opposite arm the range of motion was on average reduced by 19% in extension/flexion, by 13% in radial abduction/ulnar adduction, and by 10%in pronation/supination. A revision was necessary in one patient on the second postoperative day to correct and intraarticular screw placed in the posterior third of the rim of the radius. In another patient the same complication required an early removal of the implants after bony healing had occurred. Three patients required a refixation by a tension band osteosynthesis of the fractured styloid process due to instability of the distal radioulnar joint. Twenty-two patients had pseudarthrosis of the styloid process. Two patients had a loss of reduction which led to a shortening of the radius by 2mm without affecting the position of the articular surface. Compared to the opposite arm the range of motion was on average reduced by 19% in extension/flexion, by 13% in radial abduction/ulnar adduction, and by 10%in pronation/supination. A revision was necessary in one patient on the second postoperative day to correct and intraarticular screw placed in the posterior third of the rim of the radius. In another patient the same complication required an early removal of the implants after bony healing had occurred. This is report 1 of 1 for (B)(4). This report is for an unknown 3.5-mm locking compression plate (lcp), 3.5-mm lcp system, 2.4/2.7-mm system (t-plate with fixed angle pegs), t-plate, or fixed angle distal radius system 2.4mm.